Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0t9ey, implanted: (B)(6) 2015, product type: lead. Stimulator meets risk based analysis criteria. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a healthcare provider reports a stimulator was explanted on (B)(6) 2016. The pocket found to be draining, suspected non specified infection. Recommended removal. At time of report, the patient was alive with no injury. Device was returned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.